Event description:
It was reported when using the bd needle ns 23ga 1-1/4in, the user experienced clogging while trying to inject. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer the needle clogs during the injection. Needle keeps clogging with injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot #: batch number 1085002 does not exist for material number 305146. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305156 and lot number 1085002. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported when using the bd needle ns 23ga 1-1/4in, the user experienced clogging while trying to inject. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer the needle clogs during the injection. Needle keeps clogging with injection.